Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion was situated in the right coronary artery (rca). The stenosis was predilated with a 4mm balloon. A promus element 4.0x28mm was then introduced but failed to cross the lesion. The ar1 guiding catheter was outside the ostial and the proximal edge of the stent was 2 mm from the tip of the guiding catheter. An attempt to withdraw the stent into the guiding catheter was performed, and the stent became damage. When trying to get the stent through the y-connector a resistance was felt and the stent damaged even more. The patient remained stable and no complication has been reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The lesion was situated in the right coronary artery (rca). The stenosis was predilated with a 4mm balloon. A promus element 4.0x28mm was then introduced but failed to cross the lesion. The ar1 guiding catheter was outside the ostial and the proximal edge of the stent was 2 mm from the tip of the guiding catheter. An attempt to withdraw the stent into the guiding catheter was performed, and the stent became damage. When trying to get the stent through the y-connector a resistance was felt and the stent damaged even more. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal stent struts were squashed, damaged and stretched. The stent has moved 8mm distally on the balloon. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter (od) of the damage found on the distal stent struts rows was measured using a snap gauge and was outside specification. The od of the stent area where no damage was present was within specification. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
The device is a combination device.(B)(4).